Manufacturer narrative:
(B)(4). S/w version 4.11e retainer ring = black customer returned pump for an alleged unexpected battery power loss found on (B)(6)2022. Pump passed displacement test, self test, and active current measurement test; however, pump did not pass sleep current measurement test.¿test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated esd latch-up on an ic. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2022 20:39:00.000 and replace battery alert on (B)(6) 2022 06:10:00.000 were found in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), stained serial label damage, corroded battery tube, and minor scratches on lcd window. Unexpected battery power loss was confirmed due to low battery alert and replace battery alert found in downloaded history. Problem isolated to electronic stack. Exposure to moisture was confirmed on pcba 1 and pcba 2. Sleep current test failure was suspected to be moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer reported that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of device.